Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the manufacturer representative (rep) called from or today for an impedance issue being high with the replacement ins #1. They inserted and re-inserted lead multiple times, tightened setscrew and impedance was still high. They tried a 2nd ins and same thing with high impedances and troubleshooting. They then inserted a new lead and again same issue. This is when they called technical services (ts). Ts asked them to reconnect an ins, tighten tw and then give slight tug on lead. When this was done, the lead pulled out even though ts could hear tw click. Had them try the 2nd ins and same thing happened. Rep opened a 3rd ins without touching the set screw, inserted lead, tightened down the setscrew until audible clicks of the tw and lead did not pull out of header. Impedances were elevated between 1700-2000 ohms on contact 3. Impedances returned to normal after removing the grounding pad for the bovie. Issue resolved at end of call. Due to being in or ts did not collect reportable information but sent email to rep for them to fill out. The reason for the replacement was  due to the patient having trouble charging their ins that was implanted (B)(6) 2022, lead had migrated, and the patient wasn't getting good results any longer.

Manufacturer narrative:
Continuation of d10: product ID 97810 (B)(6); product type: 0197-implantable neurostimulator; implant date ; explant date product ID 97800 (B)(6); product type: 0197-implantable neurostimulator; implant date ; explant date section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978a128 (lot: va2e7ty); product type: 0200-lead; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6) revealed that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. Analysis of the lead revealed that the lead was returned segmented; however electrical testing of the returned segment(s) d etermined that continuity was complete and there were no electrical shorts between the circuits. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the reason for replacing patient's original ins was due to the patient having trouble charging their implant that was implanted (B)(6) 2022, the lead had migrated, and the patient wasn't getting good results any longer. They reported that the ins was moving in the pocket and this was the cause of the difficulty recharging. When asked they stated that this was resolved with the replacement and pocket revision. The patient had not been successful in recharging their implant. The approximate depth and location of the device was on the left side lateral to the sacrum and below the iliac crest. When asked about the lead migration they stated that the cause was not known and that this was was resolved with lead and generator replacement on (B)(6) 2024. When asked about the cause of the high impedance on the devices intra-operative they stated that the cause was that the set screw was stripped in the ins hub and would not tighten down on the lead. This was resolved by opening a third generator.